Event description:
Customer reported button error alarm on her insulin pump. The customer's blood glucose was 55 mg/dl at the time of the call. Troubleshooting found customer exposed her insulin pump to water. Customer is advised to revert to her back-up plan while her replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.